Manufacturer narrative:
The reported stopcock was returned for investigation. The returned device showed that the stops on both the stopcock plug and stopcock body were damaged. Based on the condition, the clinical person using the product violated the stop and turned the handle in a direction not intended based on its design. Based on the review of the returned unit, the unit had been violated thus indicating the customer misused the product.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Device evaluation in progress.

Event description:
The user facility reported that immediately upon use, the handle detached from the device. No patient injury was reported.